Event description:
Additional information was received. During the follow up visit, no further issues were observed. A decision was made to perform normal follow up visits.

Event description:
Boston scientific received information that during a follow up visit, interrogation revealed several out of range shock impedance measurements. Current measurements were normal. An internal technical service consultant was contacted and a save to disk will provided. It was thought there may be a lead integrity issue. No adverse patient effects were reported.

Manufacturer narrative:
When additional information is known, this event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.